Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the patient's membranous septum was 2.9mm. The valve was implanted. The final implant depth was 1mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). After implant, the patient went into a 2:1 ratio of complete heart block and sinus rhythm. A temporary pacemaker was placed. On the same date the patient had a stroke. The patient status was hospitalization.

Event description:
N/a.

Manufacturer narrative:
An event of heart block post navitor implant was reported. The patient had a stroke on same day. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that the procedural condition may have contributed to heart block. The cause of reported stroke could not be determined. The reported unexpected medical intervention was due to a temporary pacemaker implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.